Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 300cc saline prosthesis and experienced right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that upon explantation, it was found that the device was not actually deflated. It was then discarded by the customer and will not be returned for analysis. Manufacturer¿s reference number: (B)(4).